Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: a technique of ¿chimney nellix¿ for the management of type 1a endoleak after evar. J vasc interv radiol 2018; 29: 623¿627. Simon z. Joseph, mbbs (hon), c.h. Ricky kwok, mbchb, joseph a. Hockley, mbbs, marek w. Garbowski, md, john ferguson, mbchb, shaun samuelson, md, and shirley j. Jansen, phd. Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted for the treatment of a type ia endoleak in a non mdt stent graft on an unknown date. It was reported during the procedure the endoanchors were unsuccessful at securing the stent-graft to the aneurysm neck and sealing off the endoleak. A chevas procedure was completed to resolve the endoleak successfully. The cause of the event is undetermined. No additional clinical "sequalae" were reported and the patient will be monitored.